Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the g5 mobile application alerts were not sounding on the smart device. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of alerts not sounding on the g5 mobile application was confirmed via data . A root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.